Event description:
Procedure performed: ni. Event description: complaint created based off medwatch uf/importer report # (B)(4). Endo catch bag did not perform. Device malfunction - that is, the device did not do what it was supposed to do. Additional information received from [facility] via email on 14feb2024 there was no patient injury associated with the complaint. The name of the procedure was laparoscopic bilateral salpingo-oophorectomy. There was no concomitant device that was involved in this product's failure. Once the bag entered the body, everything disconnected. There was no way to control the deployment of the bag. The product is available for return. Intervention: ni. Patient status: no patient injury associated with the complaint.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation. This report is to follow-up to medwatch # (B)(4).

Manufacturer narrative:
Correction was made to add the related medwatch report# (B)(4) to section h10.

Event description:
Procedure performed: laparoscopic bilateral salpingo-oophorectomy. Event description: complaint created based off medwatch uf/importer report # (B)(4). Endo catch bag did not perform. Device malfunction - that is, the device did not do what it was supposed to do product not returning; reached out to the rep 3 times. Will notify when the response from the reporter comes. Additional information received from [name] (or service coordinator - urology and robotics) via email on 14feb2024 there was no patient injury associated with the complaint. The name of the procedure was laparoscopic bilateral salpingo-oophorectomy. There was no concomitant device that was involved in this product's failure. With the inzii retrieval system, the bag fell off metal supports. Once the bag entered the body, everything disconnected. There was no way to control the deployment of the bag. The product is available for return. Intervention: ni. Patient status: no patient injury associated with the complaint.

Event description:
Procedure performed: laparoscopic bilateral salpingo-oophorectomy. Event description: complaint created based off medwatch uf/importer report # (B)(4). Endo catch bag did not perform. Device malfunction - that is, the device did not do what it was supposed to do product not returning; reached out to the rep 3 times. Will notify when the response from the reporter comes. Additional information received from [name] (or service coordinator - urology and robotics) via email on 14feb2024 there was no patient injury associated with the complaint. The name of the procedure was laparoscopic bilateral salpingo-oophorectomy. There was no concomitant device that was involved in this product's failure. With the inzii retrieval system, the bag fell off metal supports. Once the bag entered the body, everything disconnected. There was no way to control the deployment of the bag. The product is available for return. Intervention: ni. Patient status: no patient injury associated with the complaint.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of specimen bag falling off the metal supports. Based on the condition of the returned unit and the description of the event, it is likely that the actuator was retracted prior to full actuation, which resulted in the tissue bag falling off the metal supports. The instructions for use states, "do not retract prior to full deployment." Correction: section h6 (component code) was updated from "4756 - appropriate term/code not available" to "553 - bag" and (device code) was updated from "3190 - insufficient information" to "4045 - premature separation".